Manufacturer narrative:
Section d10, h3: additional information. Manufacturer's investigation conclusion: the reported event of experiencing a hazard alarm when wiggling the patient cable was confirmed. Mpu was evaluated under work order #(B)(6). The reported event of mpu not working due to the patient cable was confirmed. The mpu was not able to provide power when connected to a test system controller due to the patient cable. The patient cable was inspected to have no voltage output and was replaced resolving the issue. The patient cable was stripped down to the wires revealing detached wires at the inner core of the patient end. The mpu with a new patient cable was functionally tested and passed all tests without any issue. The unit was returned to the customer site. A root cause of the reported event was determined to be damaged patient cable; however, a root cause of the damaged patient cable was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2017. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-â¿¿equipment storage and careâ¿¿ and heartmate iii patient handbook section 6-â¿¿caring for the equipmentâ¿¿ explain how to properly maintain the integrity of the mobile power unit. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient first checked his controller when he heard the alarm and saw no lights or alarm messages on the controller. The alarm was presumed to be 'no external power' hazard alarm. The patient then switched to battery power and the alarm stopped, but started again when he switched back to the mpu. He believes there is an issue with the cable on his mpu. He explained ¿if I wiggle the cable around I can get it (the alarm) to stop and start again¿. And he specified that it was on the ¿wall power side of the black and white connectors¿. He was unable to recall if he noticed a yellow wrench on the mpu during the time of the alarms. The patient was asked if he has ever replaced the aa batteries inside the mpu and he claimed he wasn¿t even aware there are aa batteries inside (he¿s had the unit for 3 years and denies the battery indicator illuminated on the mpu). He states he¿s never had any indicator lights on the mpu. He tried replacing the aa batteries and reconnecting himself to the mpu (he was not told to do this). He said the same issue occurred as before ¿ constant audio tone when he wiggled the cable. It was confirmed that the red battery indicator was illuminated and ¿a battery looking thing¿ showed up on the screen. He was instructed to reconnect to batteries and not use that mpu anymore. He stated the yellow wrench on the mpu never lit up. It was presumed he did not notice the indicator lights and on-screen message the first time because the incidents occurred overnight while the patient was in and out of sleep. A new mpu will be shipped to the patient and in september the faulty mpu will be returned to abbott for evaluation. The patient is stable the issue resolved since he discontinued use of the faulty mpu. Related manufacturer reference number: 2916596-2020-03553.